Event description:
Related manufacturer reference number: 1627487-2024-00491, 1627487-2024-00493, 1627487-2024-00494. It was reported that the patient experienced ineffective stimulation. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg and one lead was removed. Attempts to remove the remaining leads was unsuccessful due to fracture, and the leads were left implanted. Patient reported no issues post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.